Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: during evaluation, the display screen was observed to be faded. Unrelated to the display screen issue, a review of the pump¿s history showed a loss of prime with low non zero force. No issue was found with the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display screen issue. This report is made based on results of investigation completed on 11/20/2013. There was no adverse event associated with this complaint.